Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redq1875 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was placed from the basilic vein on (B)(6) 2020. On (B)(6), the patient was discharged from hospital with the catheter. The catheter was maintained routinely at catheter room of the hospital, and had its last maintenance on (B)(6) 2021. On (B)(6) 2021, the patient went back to catheter room for routine maintenance and the transparent dressing was found loose. And resistance was felt during catheter flushing. X-ray showed the catheter ruptured, with one end in the ventriculus dexter and the other end in the distal end of the pulmonary artery. It took the interventional room 2 hours to withdraw the ruptured catheter. 43 cm of the catheter was initially placed internally and the catheter ruptured at the 42 cm scale. At present, the patient continued receiving treatment in hospital with no anomalies observed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a 4fr s/l groshong nxt catheter. The depicted device was assembled with a two-piece connector. Usage residues were observed throughout the sample and the extension tubing markings were worn. The catheter exhibited a complete break approximately 5cm from the connector. Catheter damage was evident in the provided photograph; however, inspection of the photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include tensile (pulling) stress and contact with a sharp instrument. H3 other text: evaluation findings are in section h.11.

Event description:
It was reported that the catheter was placed from the basilic vein on (B)(6) 2020. On (B)(6), the patient was discharged from hospital with the catheter. The catheter was maintained routinely at catheter room of the hospital, and had its last maintenance on (B)(6) 2021. On (B)(6) 2021, the patient went back to catheter room for routine maintenance and the transparent dressing was found loose. And resistance was felt during catheter flushing. X-ray showed the catheter ruptured, with one end in the ventriculus dexter and the other end in the distal end of the pulmonary artery. It took the interventional room 2 hours to withdraw the ruptured catheter. 43 cm of the catheter was initially placed internally and the catheter ruptured at the 42 cm scale. At present, the patient continued receiving treatment in hospital with no anomalies observed.